Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that a local lead infection was accidently discovered on (B)(6) 2017 when a collection and lab testing was performed in the front of the electrode scar tissue. The etiology was updated to related to the device/therapy and not related to the implant procedure; the leads were noted. It was also clarified that the entire system was explanted and not replaced on (B)(6) 2017; the event resulted in an in patient hospitalization. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome was resolved without sequelae (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# 0209659552, explanted: (B)(6) 2017, product type: lead. Product ID 3389-40, lot# 0209659550, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a local electrode/lead infection. The diagnostic methods included a surgical observation on (B)(6) 2017 that resulted in the identification of the issue. The etiology was noted as possibly related to the device/therapy but not related to the implant procedure; the leads were noted. The actions/interventions taken to resolve the issue included explanting and not replacing the leads on (B)(6) 2017; the device disposition was stated to be unknown. The event resulted in a in-patient hospitalization and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The event was considered ongoing at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3389-40 lot# 0209659552 implanted: (B)(6) 2016 explanted: (B)(6) 2017. Product type lead product ID 3389-40 lot# 02 09659550 implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the infection was enterobacter aerogenes.